Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hyperglycemia. The customer blood glucose level was too low below 30 mg/dl and went to the health care professional and adjusted basal rates and blood glucose went to 240 mg/dl. Customer treated high blood glucose with bolus. Customer did not allege insulin pump was under delivering. Customer ran self test and it was passed. The insulin pump will not returned for analysis.